Event description:
Philips received a complaint on the IntelliSpace Cardiovascular (ISCV) indicating that upon launching the application, ISCV displayed the following error message: "The software you are trying to launch does not have a valid license. Please contact your network administrator.". The device was in clinical use at the time of the event, and no adverse events or harm were reported in the complaint (PR 7423256).Philips has started an investigation of this complaint.